Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 252 mg/dl and 119 mg/dl back to back within 10 minutes on the aviva system. Reporter also alleged obtaining the results of 469 mg/dl and 164 mg/dl back to back within 10 minutes on the same aviva system at a separate time. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.